Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that high blood glucose was experienced of 545 mg/dl and would like to troubleshoot insulin pump to make sure everything is working properly. Troubleshooting found that drive support cap, settings and cannula were normal and the rest of the pump was functioning as designed. Customer indicated that he would call back when a tubing clamp is received to further troubleshoot. Customer was advised to follow up with doctor regarding the high blood glucose and possible site issues. Customer was also advised to monitor pump and change out reservoir and infusion set.